Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. It was noted patient experienced suspected asystole current electrograms (egm) from patient carelink transmission noted no rhythm and welfare check was requested. It was also reported that both the right atrial (ra) and right ventricular (rv) lead exhibited low out of range impedance and loss of capture along with rv lead exhibiting high thresholds and ra had atrial lead position check failure. Additional information related to the cause of death was requested but not received.